Manufacturer narrative:
User reported that user reported an event where the cgm showed results that are different from glucometer measurements. User also reported a hospital visit on 09-feb-2026 due to dka (MFR#3009862700-2026-00506). At the hospital, clinicians measured their bg at over 500 mg/dl. No specific event time was provided. Dms data showed no high glucose alert on 10-feb-2026, as sg did not exceed the user-set high glucose alert threshold. In the hospital, the user received an insulin drip, testing, fluids, and oxygen. No new medications were prescribed, and their hcp was aware. Analysis of the sensor in-vivo showed optical instability across all four channels beginning 10-feb-2025. The user updated firmware on 12-feb-2026, which reinitialized the system. Subsequent monitoring showed improved sg/bg agreement and stabilized channels. The transient optical instability likely contributed to the sg/bg discrepancy during the event. The root cause for the observed optical instability could not be determined but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance.

Event description:
On february 13, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.